Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 8.0cm to 8.1cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correct data: g3; changed from 24 jun 2022 to 22 jul 2022, as that is when the events were discovered during analysis.